Event description:
The customer reported via phone call that the insulin pump alarmed button error, was exposed to moisture and sustained physical damage. The customer stated that the insulin pump was cracked. She noted that she had been outside working when the device was exposed to moisture. She reported that the insulin pump alarmed button error and the keypad became unresponsive. She observed moisture in the screen as well. The customer's blood glucose was 140 mg/dl. She stated that she had dropped the insulin pump when going to the bathroom. The cracks were at the top of both corners of the screen, bottom left corner of the screen, the bottom right of the reservoir window, and on the reservoir lip. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump was unable to be tested for operating currents due to the unresponsive buttons. No traces of moisture were noted at the electronic or motor assemblies per a visual inspection. The unit was received with a cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube lip and cracked liquid crystal display window.